Event description:
It was reported to philips that the flexvision monitor was not working. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips engineer confirmed that the flexvision monitor was not working. The philips engineer has sent quote for service however the customer didn¿t approve the quotation. As a result, no service has been carried out by philips. There has been no additional information received to date. The codes were updated based on investigation outcome. Evaluation method code was corrected.